Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.